Manufacturer narrative:
The investigation has just started: results will be provided in a follow up report.

Event description:
It was reported that the device rebooted during use and during a power outage. There was no patient injury reported.

Manufacturer narrative:
According to the provided electronic log file no power fail or similar event was registered on the date of event. Further, no other type of component failure was found. Also the remainig recorded time period showed no hints for a power fail. On basis of the log file the event could not be confirmed or replicated. In case the device shuts down automatic ventilation is no longer possible. The device can be restarted immediately by pressing the main power switch again. In this case ventilation will be continued with the last valid settings. In case of a power supply failure the device continues operation using the internal backup batteries and a power failure alarm is given. The remaining capacity of the batteries is indicated to the user and additional warnings are given when the residual battery capacity underruns 20%, respectively 10%.

Event description:
It was reported that the device rebooted during use and during a power outage. There was no patient injury reported.